Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported use after expiration date issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: refer to the device label for any additional product-specific indications that may apply. A review of the labels attached to the electronic lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 31 january 2020. The investigation determined the reported difficulties of device being used after the expiration date appears to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An expired, 014 hi torque whisper guide wire (gw), was used in the patient anatomy. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information is available.